Event description:
It was reported via remote monitoring that the device had a power on reset (por). Patient was brought into the clinic and the device parameters were able to be reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a power on reset occurred. Critical ram parity was error logged on (B)(6) 2010 in address "0f 04". Por severity is considered low and device should be able to fully recover after reset. The device was not returned, but diagnostic information is consistent with the reported event.